Manufacturer narrative:
Block b3: date of event - approximately sometime after initial implant (B)(6) 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort at the site of the implantable pulse generator (ipg). It was discovered that the ipg had partially rotated in the pocket. The patient underwent a revision procedure where the ipg was repositioned higher up. The patient was doing well postoperatively. The physician assessed that the initial pocket was very large and the ipg was dislodged retro mammary.